Manufacturer narrative:
Update: d9, h3, h6: device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the trigger button fell off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the trigger button fell off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.